Event description:
It was reported that the patient presented to the emergency room (ER) with dizziness after having syncopal episodes for a few days prior to coming to the ER. It was also reported that there was loss of pacing upon device interrogation and the patient was in complete heart block. It was further reported that the device had triggered elective replacement indicator (eri) several months earlier and the patient admitted to not having the device checked prior to the ER visit. The physician was able to externally pace the patient (with intermittent pacer function noted) until physician was able to place a temporary pacer. The device was removed and replaced with a new device and the physician stressed to the patient and family the importance of device follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.